Event description:
A falsely elevated ctni result of 25.58 ng/ml was obtained on one pt. The incorrect ctni result was reported to the physician. The ctni result obtained on a previous sample was 0.00 ng/ml. The ctni result obtained on a sequential sample was 0.00 ng/ml. The sample in question was retested and a result of 0.00 ng/ml was obtained. A cardiac catheterization was done. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Based on instrument data, sample integrity is the most likely cause of the elevated ctni result.